Event description:
It was reported that t:slim x2 pump battery would not charge, which led to pump shutdown and inability to turn pump back on after pump had been turned off for about 12 months. There was no adverse impact to the customer's blood glucose level. Customer did not change charging supplies, used tandem wall adapter and charging cable, and was unable to upload pump data, and technical support provided education on battery best practices and advised customer to monitor system and call back if issue persisted.